Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object in nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, there were no obvious deviations from instructions for use (IFU) were identified/the following deviation from instructions for use (IFU) was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign objects in the nozzle is a substance primarily composed of organic silicone, possibly due to insufficient pre-cleaning and rinsing, and inadequate drying during endoscope storage due to valves not being removed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.